Event description:
A report was received stating when the doctor opened the package, he found the outer sheath was shrunk and damaged causing a failure to close. The procedure was completed with another graspit urological grasping forceps device.

Manufacturer narrative:
The customer reported event was confirmed. A visual evaluation of the returned device found sheath damage that prevents the graspit jaws from functioning. A visual evaluation of the device found the sheath is heavily damaged near the handle. The sheath has buckled for a 13 cm length at the proximal end. Additionally, the sheath has separated from the handle and moved distally 20 cm along the drive wire.